Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: the instruction manual gif-h185 operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif-h185 reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the distal end insulation and grounding were out of standard value. The light guide lens and objective lens were cracked. The bending angulations were out of specification and the universal cord boot was deformed. There was corrosion and chemical deposit on the water bottle tube connector there was chemical deposit on the vent valve and the charge coupled device had a white dot pixel error. It was also noted that there were air/water flow issues. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii gastrointestinal videoscope had issues with sealing during insufflation. The issue was found during reprocessing. Inspection and testing of the returned device found that the nozzle was clogged by synthetic fibrous deposit and a foreign unidentified green rubbery material. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.